Event description:
Information received indicates the brake is not holding at the foot end of the stretcher.

Manufacturer narrative:
The technician found the brake linkage at the foot end of the stretcher was broken. The technician replaced the brake/steer linkage to repair the bed.